Event description:
A homecare pt reported a melted rt110 breathing circuit. It was reported that: "the pt smelled something burning on her ventilator." The pt began replacing parts in her set-up and "found melted tubes." The pt contacted her homecare provider and returned the complaint breathing circuit to them. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: fisher & paykel healthcare contacted the customer to obtain further info about the breathing circuit. The pt was only able to provide the product number (rt110) from another breathing circuit that she had received. The pt also provided the name and contact info for her respiratory therapist. The pt sent the breathing circuit to her homecare provider who subsequently discarded the breathing circuit, so no photographs or devices were available for analysis. A fisher & paykel healthcare clinical product specialist contacted the respiratory therapist to obtain further info regarding this product complaint. Results: the respiratory therapist reported that the "plastic end of the hose" connector was not attached to the returned breathing circuit, but he did not see any evidence that the breathing circuit had melted. When the respiratory therapist was asked if he knew the lot number of the returned breathing circuit, he reported that he did not have it nor could he verify what type of circuit was being used. Although the pt reported that she had been using a fisher & paykel healthcare rt110 breathing circuit, based on another breathing circuit that she had in her possession, the respiratory therapist stated that it was a "normal pulmonetics circuit", which is not manufactured by fisher & paykel healthcare. The respiratory therapist reported that he would not be able to check the packaging of the breathing circuits that a normally provided to customers in order to verify the product MFR and part number. No lot check was performed as the lot number for the breathing circuit was not available. Conclusion: the reported complaint could not be confirmed, nor could a root cause be determined, as the complaint breathing circuit had been discarded. Furthermore, fisher & paykel healthcare made several attempts to obtain details regarding the reported complaint, however the pt and the pt's homecare provider, who had received the breathing circuit, provided conflicting information regarding the type of breathing circuit that was allegedly damaged and the nature of the reported damage. No further info has been provided.